Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter detached from the hub while injecting contrast agent. The following information was provided by the initial reporter, translated from chinese: "at 13:30 pm on (B)(6) 2022, the patient came to our hospital for treatment due to "hyperlipidemia". The radiologist should immediately tie the patient with a venous indwelling needle before scanning. However, when the contrast agent was injected, the rubber tip of the closed venous indwelling needle fell off. Immediately replace the closed venous indwelling needle with the same type and batch number from the same place of origin, and repeat the enhanced CT on the patient. Report adverse events of medical devices and notify the manufacturer. No such phenomenon occurred in the follow-up operation."